Event description:
Following a laparoscopic hysterectomy procedure, the spacer had remained in the pt's vagina, and after about two weeks, the pt presents with a significant infection. The pt has been treated and is now fine.